Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The empty reservoir or reservoir estimate at 0.0 beeps and alarms properly. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with scratched case, pillowing keypad overlay, cracked case behind device at the battery compartment, cracked battery tube threads, cracked select button keypad overlay and keypad overlay texture damage. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were sent to emergency room and then hospitalized on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of 600 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer experienced nausea, vomiting, cold sweats, dehydration and extreme thirst. They were treated with intravenous insulin drip and fluids. The customer alleged insulin pump for under delivery because it did not alert the customer when reservoir was empty. The settings of insulin pump were set to audio and vibrate. The customer could hear the difference between two audio beep volumes. The insulin pump was not on auto mode at the time of incident. The insulin pump will be returned for analysis.